Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2001 (B)(6); 5076-58 lead implanted: 2001 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath. The device had an unexpected longevity as the device reached elective replacement indicator sooner than expected. It was questioned if the device could have had a power on reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.